Event description:
It was reported that this right ventricular (rv) lead exhibited several high out of range shock impedance measurements of greater than 125 ohms. The shock impedance measurements have been historically high since implant, with values around 100 ohms, but now some values are reaching up to 141 ohms. Troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated after shock delivery, the implanted system exhibited code 1005, the shock impedance measurements were still out of range and greater than 125 ohms. The patient was admitted to the hospital, and the system had its tachycardia therapy deactivated. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited several high out of range shock impedance measurements of greater than 125 ohms. The shock impedance measurements have been historically high since implant, with values around 100 ohms, but now some values are reaching up to 141 ohms. Troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported.